Event description:
Possible perforation during ptca with stent placement. No indication of device malfunction. The pt was brought to the cardiac catheterization laboratory and placed on the table in the supine position. The right groin was prepped with betadine. The pt was draped in the usual sterile fashion. Then 1% lidocaine was applied to the right groin. An 8 french arterial sheath was then placed in the femoral artery. A 8 french jl4 guiding catheter was then introduced into the sheath and positioned at the ostium of the left coronary artery. Initial guiding projections were obtained. A 300 cm 0.014 iron man guide wire was then introduced into the guiding catheter into the vessel and to the lesion site. It was difficult crossing the lesion with this wire. The balloon was positioned to the proximal aspect of the lesion. The iron man wire was then withdrawn. Attempts were made to cross the lesion with a 0.014 choice pt wire unsuccessfully. Pt c/o chest pain, 9 on a scale of 1-10. A 0.014 traverse guide wire was then introduced into the guiding catheter into the balloon and was able to cross the lesion. The balloon was then introduced into the distal aspect of the vessel, and this wire was withdrawn. The iron man wire was then reintroduced into balloon catheter to the distal vessel. The balloon was then withdrawn more proximally and inflated at the primary lesion site. It should be noted that the previous lesion of 95% had progressed to total occlusion during attempts to cross the lesion. Because of this, decision was made to administer reopro. A venous sheath was then placed in the right femoral vein, and reopro was given. The 3.0 nc ranger balloon was then withdrawn. A 3.0, 20 mm gr2 stent balloon apparatus was then introduced into the guiding catheter and to the lesion site. The stent was deployed at 8 atmospheres and postdilated to 14 atmospheres. There appeared to be spiral dissection distal to the stent after the post-inflation. A 3.0, 40 mm gr2 stent was then reintroduced and deployed to the mid vessel. 14:08:44 emergency. Pt arrived in ccl intubated, ventilated via ambu bag and CPR in progress. Pt arrived w/arterial and venous sheath rt groin. Pt moved to cath table; rt groin prepped and draped. Pt in v-fib. 14:20:54 pt prepared for pericardiocentesis. CPR stopped. Pericardial sac punctured/60cc pulled by syringe. 5f catheter inserted into pericarial sac. Pericardial fluid drainage started/200cc obtained by evacuation bottle. CPR restarted. 14:39:27 no pressure noted with CPR. CPR discontinued. No pressure/no rhythm noted. Case stopped.